Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event is unknown. On the same day, the patient was hospitalized for the peritonitis event. Treatment for peritonitis was not reported. Action taken with dianeal and extraneal therapy was not reported. At the time of this report, the patient was not recovered from the event. No additional information is available.